Manufacturer narrative:
Pf tape adhesive testing: complaint # (B)(4), (B)(6) 2018, (B)(4). Samples: 2 wrapping pieces from pf tape application (1 saved for reference). Part #: 6337, lot #: 17335. Methods: sample adhesive was tested using msm protocol 4001 (180 degree peel test) to stainless steel panel. Both samples were tested, and adhesive peel strength was averaged. Results: average peel strength was 157 oz/in. This is on the high end of the acceptable range, but still within tolerance (nominal: 140 oz/in; tolerance 120-160 oz/in.). No other abnormal appearance or performance was noted. Conclusion(s): the tape was within specification, and no abnormalities were noted regarding tape appearance or performance. Tape did not appear to be defective.

Event description:
Customer wore for an hour before a burning sensation started. She removed top and her skin peeled away the first layer. Now she is unable to wear a shoe. She also has already seen a doctor.